Event description:
Caller reported a cgm error with a code 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump, and the caller planned to perform the reset when ready, with a follow-up if the issue persisted.